Manufacturer narrative:
Corrected information provided in section h.10. FDA patient event code "3167" was incorrectly selected and has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The customer did not retain the product lot information for this procedure pak, therefore the device history records (DHR) traceable to the reported procedure pack could not be reviewed. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All the procedure paks are single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of four reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with 1+ central corneal folds with no pain, no fixed or dilating pupil and no lid swelling. Upon examination of the patient, the surgeon noted inflammation, 4+ aqueous cell (ac), presence of aqueous fibrin, hypopyon and 3+ vitreous inflammation. The patient was observed for a day and was referred to retina center for further treatment on post operative day two. The patient was treated with vitreous tapered antibiotic injection. Cultures were performed which showed no bacterial growth. The patient's symptoms have resolved. This report represents the first of three patients for this surgeon.